Manufacturer narrative:
The customer has indicated that the subject device was discarded and will not be returned for eval. Therefore, an engineering analysis of the subject device cannot be performed. A review of the device history record did not detect any deficiencies in the mfg process. Device discarded-not returned for eval. The event has not been confirmed; no product was returned for eval.

Event description:
It has been reported to us the pt had an adverse reaction during a procedure. No add'l info is available.